Event description:
The complainant reported that 6 days after placement of an enteral feeding device, the patient had "increased free air" and peritoneal pain. The device was placed the physician performed open surgery to removed and replace the device, due to migration into the peritoneal cavity.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event at this time. A device history review of the two lots shipped to this customer has revealed no anomalies. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.